Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on 06-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia") and lymphadenopathy ("swollen lymph nodes in right groin"). On an unknown date, the patient experienced general physical health deterioration ("deterioration of health status"), asthenia ("intense asthenia"), migraine ("migraines") and arthralgia ("intense joint pain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, metrorrhagia, lymphadenopathy, general physical health deterioration, asthenia, migraine and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, general physical health deterioration, lymphadenopathy, metrorrhagia, migraine and pelvic pain with essure. Further company follow-up with the regulatory authority is not possible. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain, whereupon she underwent device removal approximately 9 years after placement. Pelvic pain, serious due to medical significance, is anticipated in the reference safety information of essure. Pelvic, abdominal, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes (also non-gynecological) are possible. In this particular case, no clinical details were provided, but considering the nature of the event and the lack of alternative explanations, a causality of essure cannot be excluded (related). The patient reported other events of general nature, per se non-serious and mostly unanticipated. This case was classified as incident in line with the ha assessment and due to device removal. A product technical analysis is expected. Active follow-up cannot be pursued in this ha case.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1705652, r1908231) on 06-apr-2017. The most recent information was received on 26-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and lymphoma ("aggressive lymphoma") in a 41-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia") and lymphadenopathy ("swollen lymph nodes in right groin"). On an unknown date, the patient was found to have lymphoma (seriousness criterion medically significant) and experienced abdominal pain lower ("cramp pain"), menorrhagia ("menstrual periods which became haemorrhagic"), general physical health deterioration ("deterioration of health status"), asthenia ("intense asthenia"), migraine ("migraines"), arthralgia ("intense joint pain") and fatigue ("fatigue"). The patient was treated with surgery (uterus, cervix and fallopian tubes removal). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the menorrhagia had resolved with sequelae. At the time of the report, the pelvic pain, abdominal pain lower, asthenia, arthralgia and fatigue was resolving and the lymphoma, metrorrhagia, lymphadenopathy, general physical health deterioration and migraine outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, general physical health deterioration and migraine with essure. The reporter considered abdominal pain lower, fatigue, lymphadenopathy, lymphoma, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: after surgery, she was able to start again to work. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided, therefore the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-apr-2019: information from the health authorities. The case (B)(4) was identified as the duplicate of this case. All the information from the case (B)(4) was transferred to this case. The information was received from a consumer via lay press on (B)(6) 2019. Patient information was updated. She was 41-year-old at the time of essure. Onset date (ganglion in groin): one month after essure placement. The patient also experienced aggressive lymphoma, menstrual periods which became haemorrhagic, cramp pain and fatigue.on (B)(6) 2017, the patient experienced uterus, cervix and fallopian tubes removal. After surgery, fatigue reduced, pain reduced, she was able to start again to work. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 06-apr-2017. The most recent information was received on 13-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of necrotising fasciitis ('necrotizing fasciitis of the left hip'), pelvic pain ('pelvic pain'), loss of personal independence in daily activities ('highly incapacitating issues after essure device insertion / severely disabling disorders') and lymphoma ('aggressive lymphoma') in a 41-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), metrorrhagia ("metrorrhagia") and lymphadenopathy ("swollen lymph nodes in right groin"). On an unknown date, the patient experienced necrotising fasciitis (seriousness criterion hospitalization), loss of personal independence in daily activities (seriousness criterion hospitalization), abdominal pain lower ("cramp pain"), menorrhagia ("menstrual periods which became haemorrhagic"), general physical health deterioration ("deterioration of health status"), asthenia ("intense asthenia"), migraine ("migraines"), arthralgia ("intense joint pain"), fatigue ("fatigue"), sleep disorder ("sleep disorder "), cervix inflammation ("uterine cervix inflammation"), depression ("you are depressed ") and adverse event ("multiple pathologies") and was found to have lymphoma (seriousness criterion medically significant). The patient was treated with surgery (uterus, cervix and fallopian tubes removal). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the menorrhagia had resolved with sequelae. At the time of the report, the pelvic pain, abdominal pain lower, asthenia, arthralgia and fatigue was resolving and the lymphoma, metrorrhagia, lymphadenopathy, general physical health deterioration, migraine, sleep disorder, cervix inflammation, depression and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event, arthralgia, asthenia, cervix inflammation, depression, general physical health deterioration, loss of personal independence in daily activities, migraine, necrotising fasciitis and sleep disorder with essure. The reporter considered abdominal pain lower, fatigue, lymphadenopathy, lymphoma, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: after surgery, she was able to start again to work. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 13-oct-2020: newreporters from france 3 alpes ((B)(6)) and event multiple pathologies pt adverse event nos were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 06-apr-2017. The most recent information was received on 26-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), lymphoma ('aggressive lymphoma'), necrotising fasciitis ('necrotizing fasciitis of the left hip') and loss of personal independence in daily activities ('highly incapacitating issues after essure device insertion / severely disabling disorders') in a 41-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), metrorrhagia ("metrorrhagia") and lymphadenopathy ("swollen lymph nodes in right groin"). On an unknown date, the patient was found to have lymphoma (seriousness criterion medically significant) and experienced abdominal pain lower ("cramp pain"), menorrhagia ("menstrual periods which became haemorrhagic"), general physical health deterioration ("deterioration of health status"), asthenia ("intense asthenia"), migraine ("migraines"), arthralgia ("intense joint pain"), fatigue ("fatigue"), necrotising fasciitis (seriousness criterion hospitalization), sleep disorder ("sleep disorder "), cervix inflammation ("uterine cervix inflammation"), loss of personal independence in daily activities (seriousness criterion hospitalization) and depression ("you are depressed "). The patient was treated with surgery (uterus, cervix and fallopian tubes removal). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the menorrhagia had resolved with sequelae. At the time of the report, the pelvic pain, abdominal pain lower, asthenia, arthralgia and fatigue was resolving and the lymphoma, metrorrhagia, lymphadenopathy, general physical health deterioration, migraine, sleep disorder, cervix inflammation and depression outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, cervix inflammation, depression, general physical health deterioration, loss of personal independence in daily activities, migraine, necrotising fasciitis and sleep disorder with essure. The reporter considered abdominal pain lower, fatigue, lymphadenopathy, lymphoma, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: after surgery, she was able to start again to work. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided, therefore the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Amendment: the report was amended for the following reason: information from duplicate cases (B)(4) has been transferred to this present case, including reporter information, events: necrotizing fasciitis of the left hip, sleep disorder, highly incapacitating issues after essure device insertion / severely disabling disorders. Legacy device report num 2951250-2020-01378. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 06-apr-2017. The most recent information was received on 28-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), lymphoma ('aggressive lymphoma'), necrotising fasciitis ('necrotizing fasciitis of the left hip') and loss of personal independence in daily activities ('highly incapacitating issues after essure device insertion / severely disabling disorders') in a 41-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), metrorrhagia ("metrorrhagia") and lymphadenopathy ("swollen lymph nodes in right groin"). On an unknown date, the patient was found to have lymphoma (seriousness criterion medically significant) and experienced abdominal pain lower ("cramp pain"), menorrhagia ("menstrual periods which became haemorrhagic"), general physical health deterioration ("deterioration of health status"), asthenia ("intense asthenia"), migraine ("migraines"), arthralgia ("intense joint pain"), fatigue ("fatigue"), necrotising fasciitis (seriousness criterion hospitalization), sleep disorder ("sleep disorder "), cervix inflammation ("uterine cervix inflammation"), loss of personal independence in daily activities (seriousness criterion hospitalization) and depression ("you are depressed "). The patient was treated with surgery (uterus, cervix and fallopian tubes removal). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the menorrhagia had resolved with sequelae. At the time of the report, the pelvic pain, abdominal pain lower, asthenia, arthralgia and fatigue was resolving and the lymphoma, metrorrhagia, lymphadenopathy, general physical health deterioration, migraine, sleep disorder, cervix inflammation and depression outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, cervix inflammation, depression, general physical health deterioration, loss of personal independence in daily activities, migraine, necrotising fasciitis and sleep disorder with essure. The reporter considered abdominal pain lower, fatigue, lymphadenopathy, lymphoma, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: after surgery, she was able to start again to work. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-apr-2020: update of quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 06-apr-2017. The most recent information was received on 09-mar-2023. This spontaneous case was originally reported by a consumer with additional information received through social media and describes the occurrence of necrotising fasciitis ("necrotizing fasciitis of the left hip"), pelvic pain ("pelvic pain"), loss of personal independence in daily activities ("highly incapacitating issues after essure device insertion/severely disabling disorders") and lymphoma ("aggressive lymphoma") in a 41 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), intermenstrual bleeding ("metrorrhagia") and lymphadenopathy ("swollen lymph nodes in right groin"). Essure was removed on (B)(6) 2017. An unknown time later she experienced necrotising fasciitis (seriousness criteria hospitalisation and disability), loss of personal independence in daily activities (seriousness criterion hospitalisation), abdominal pain lower ("cramp pain"), heavy menstrual bleeding ("menstrual periods which became haemorrhagic"), general physical health deterioration ("deterioration of health status"), asthenia ("intense asthenia"), migraine ("migraines"), arthralgia ("intense joint pain"), fatigue ("fatigue"), sleep disorder ("sleep disorder "), cervix inflammation ("uterine cervix inflammation"), depression ("you are depressed"), adverse event ("multiple pathologies"), uterine haemorrhage ("uterine haemorrhages"), nervous system disorder (" suffered from neurological disorders"), amnesia ("memory loss") and back pain ("back pain") and was found to have lymphoma (seriousness criterion medically important) and weight increased ("and an expert told her that it was a matter of weight"). The patient was treated with surgery (and uterus, cervix and fallopian tubes removal). On (B)(6) 2017, the heavy menstrual bleeding had resolved with sequelae. At the time of the report, the pelvic pain, abdominal pain lower, asthenia, arthralgia and fatigue were resolving. The outcomes for lymphoma, intermenstrual bleeding, lymphadenopathy, general physical health deterioration, migraine, sleep disorder, cervix inflammation, depression, adverse event, uterine haemorrhage, nervous system disorder, amnesia, back pain and weight increased were unknown. The reporter considered abdominal pain lower, amnesia, back pain, fatigue, heavy menstrual bleeding, intermenstrual bleeding, lymphadenopathy, lymphoma, nervous system disorder, pelvic pain, uterine haemorrhage and weight increased to be related to essure administration. No causality assessment was received for essure with regard to asthenia, migraine, arthralgia, general physical health deterioration, necrotising fasciitis, sleep disorder, cervix inflammation, loss of personal independence in daily activities, depression or adverse event. The reporter commented: after surgery, she was able to start again to work. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 09-mar-2023: new events uterine hemorrhages, neurological disorders, memory loss, back pain weight gain added. Reporter information added. Further company follow-up with the regulatory authority is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 06-apr-2017. The most recent information was received on 11-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia") and lymphadenopathy ("swollen lymph nodes in right groin"). On an unknown date, the patient experienced general physical health deterioration ("deterioration of health status"), asthenia ("intense asthenia"), migraine ("migraines") and arthralgia ("intense joint pain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, metrorrhagia, lymphadenopathy, general physical health deterioration, asthenia, migraine and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, general physical health deterioration, lymphadenopathy, metrorrhagia, migraine and pelvic pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-may-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 11-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous consumer report, received via (B)(6), refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain, whereupon she underwent device removal approximately 9 years after placement. Pelvic pain, serious due to medical significance, is anticipated in the reference safety information of essure. Pelvic, abdominal, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes (also non-gynecological) are possible. In this particular case, no clinical details were provided, but considering the nature of the event and the lack of alternative explanations, a causality of essure cannot be excluded (related). The patient reported other events of general nature, per se non-serious and mostly unanticipated. This case was classified as incident in line with the ha assessment and due to device removal. A product technical investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Active follow-up cannot be pursued in this ha case.